Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the doctor went to inject the medication; he could not inject due to the filter being blocked. A new kit was opened and the filter was replaced.